Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('organ perforation'), abdominal pain ('abdominal pain'), device breakage ('essure fragment in the uterine cavity') and gastrooesophageal reflux disease ('gastroesophageal reflux') in a female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida I, parity 1, tonsillectomy, appendectomy and peripheral nerve compression (cubital nerve). In 2006, the patient had essure (ess205) inserted. In (B)(6) 2018, the patient experienced gastrooesophageal reflux disease (seriousness criterion medically significant). On (B)(6) 2019, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), complication of device removal ("she has remains of the device in her uterus / right salpingectomy to dissect the tube in the uterine intramural portion,extracting the device incompletely"), swelling ("swelling"), pelvic pain ("pelvic pain"), headache ("severe headaches"), back pain ("low back pain"), fatigue ("constant tiredness"), loss of libido ("sexual inappetence"), pain ("physical pain"), psychological trauma ("psychological damages"), abdominal pain lower ("discomfort in the left iliac fossa"), musculoskeletal discomfort ("discomfort in left lumbar area"), abdominal adhesions ("intestinal adhesions") and premature menopause ("menopause at the age of (B)(6)"). The patient was treated with surgery (bilateral salpingectomy via laparoscopy with removal of essures). Essure (ess205) was removed on (B)(6) 2019. On (B)(6) 2019, the device breakage and complication of device removal had resolved. At the time of the report, the fallopian tube perforation and abdominal adhesions had resolved, the abdominal pain, swelling, pelvic pain, headache, back pain, fatigue, loss of libido, pain, psychological trauma, abdominal pain lower, musculoskeletal discomfort and premature menopause had not resolved and the gastrooesophageal reflux disease outcome was unknown. The reporter considered abdominal adhesions, abdominal pain, abdominal pain lower, back pain, complication of device removal, device breakage, fallopian tube perforation, fatigue, gastrooesophageal reflux disease, headache, loss of libido, musculoskeletal discomfort, pain, pelvic pain, premature menopause, psychological trauma and swelling to be related to essure (ess205). The reporter commented: surgical procedure: bilateral salpingectomy via laparoscopy with removal of essures. Release of multiple small-loop adhesions in the anterior wall with bipolar and scissor left salpingectomy to dissect a tube in the uterine intramural portion, removing the device. Completely. Right salpingectomy to dissect the tube in the uterine intramural portion, extracting the device incompletely. A distal essure fragment is subsequently extracted without incidents. Haemostasia and cavity flush closure with trocar suture. Diagnostic results (normal ranges are provided in parenthesis if available): cytology in 2019: no malignant cells found. Laparoscopy on (B)(6) 2019: findings: normal uterus with normal ovaries, normal tubes with normally inserted essures in the proximal portion of the tube. Multiple small intestine adherences to the peritoneum anterior wall. Mammogram in (B)(6) 2019: normal. Physical examination on an unknown date: normal vulva and vagina, well epithelised cervix, normal uterus, normal appendages; patient feels discomfort during the examination of the left annex. Ultrasound breast in (B)(6) 2019: normal. Ultrasound scan vagina on an unknown date: uterus in anteversoflexion position. Size: 62x28x41 mm essure devices are found in the tubes with an essure fragment in the uterine cavity; the space between essures is less than 1 cm in cavity. Normal right ovary, normal left ovary; there is not free fluid. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('organ perforation'), device breakage ('essure fragment in the uterine cavity /fragments of the right essure device is observed'), hernia hiatus repair ('corrective surgery for hiatus hernia'), appendicitis perforated ('acute perforated gangrenous appendicitis associated with acute peritonitis'), gastrooesophageal reflux disease ('gastroesophageal reflux') and multiple episodes of abdominal pain ('abdominal pain', 'right abdominal pain') in a 37-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included acute gastritis in 2004, gravida I, parity 1, tonsillectomy and peripheral nerve compression (cubital nerve). On (B)(6) 2006, the patient had essure (ess205) inserted. On (B)(6) 2007, the patient experienced the first episode of abdominal pain ("right abdominal pain") and temperature regulation disorder ("sensation of dysthermia"). In april 2007, the patient experienced appendicitis perforated (seriousness criterion medically significant) and peritonitis ("acute perforated gangrenous appendicitis associated with acute peritonitis"). On (B)(6) 2018, the patient was found to have uterine leiomyoma ("myomatous nodules"). In february 2018, the patient experienced gastrooesophageal reflux disease (seriousness criterion medically significant). In (B)(6) 2018, the patient underwent hernia hiatus repair (seriousness criterion medically significant). On (B)(6) 2019, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced the second episode of abdominal pain (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), complication of device removal ("she has remains of the device in her uterus / right salpingectomy to dissect the tube in the uterine intramural portion,extracting the device incompletely"), swelling ("swelling"), pelvic pain ("pelvic pain"), headache ("severe headaches"), fatigue ("constant tiredness"), loss of libido ("sexual inappetence"), pain ("physical pain"), psychological trauma ("psychological damages"), the first episode of abdominal pain lower ("discomfort in the left iliac fossa"), musculoskeletal discomfort ("discomfort in left lumbar area"), abdominal adhesions ("intestinal adhesions") and premature menopause ("menopause at the age of 42") and experienced back pain ("low back pain / left lumbar pain") and the second episode of abdominal pain lower ("discomfort in the left iliac fossa"), lasting 4 years. The patient was treated with surgery (bilateral salpingectomy via laparoscopy with removal of essures and laparotomic appendectomy). Essure (ess205) was removed on (B)(6) 2019. On (B)(6) 2019, the device breakage and complication of device removal had resolved. At the time of the report, the fallopian tube perforation and abdominal adhesions had resolved, the last episode of abdominal pain, swelling, pelvic pain, headache, back pain, fatigue, loss of libido, pain, psychological trauma, musculoskeletal discomfort, premature menopause and the last episode of abdominal pain lower had not resolved and the hernia hiatus repair, appendicitis perforated, gastrooesophageal reflux disease, peritonitis, temperature regulation disorder and uterine leiomyoma outcome was unknown. The reporter considered abdominal adhesions, appendicitis perforated, back pain, complication of device removal, device breakage, fallopian tube perforation, fatigue, gastrooesophageal reflux disease, headache, hernia hiatus repair, loss of libido, musculoskeletal discomfort, pain, pelvic pain, peritonitis, premature menopause, psychological trauma, swelling, temperature regulation disorder, uterine leiomyoma, the first episode of abdominal pain, the first episode of abdominal pain lower, the second episode of abdominal pain and the second episode of abdominal pain lower to be related to essure (ess205). The reporter commented: on (B)(6) 2005 she went to physician appointment to perform anamnesis and explain about essure device, it was noted that she has no known allergies (including metals). Essure insertion was performed on (B)(6) 2006 without incidents. Surgical procedure on (B)(6) 2019 bilateral salpingectomy via laparoscopy with removal of essures. Release of multiple small-loop adhesions in the anterior wall with bipolar and scissor left salpingectomy to dissect a tube in the uterine intramural portion, removing the device. Completely, right salpingectomy to dissect the tube in the uterine intramural portion, extracting the device incompletely. A distal essure fragment is subsequently extracted without incidents, haemostasia and cavity flush closure with trocar suture. In (B)(6) 2019 the patient undergoes different metal allergy tests, negative in the reading at 48 h and at 96 h of all contactants battery of metals. Diagnostic results (normal ranges are provided in parenthesis if available): abdominal x-ray - on (B)(6) 2019: the presence of fragments of the right essure device is observed. Cytology - in 2019: no malignant cells found. Hysterosalpingogram - on (B)(6) 2006: good passage of contrast to both tubes which are permeable; on (B)(6) 2006: intratubal devices with apparent good situation, without visualization of contrast passage to the tubes. Laparoscopy - on (B)(6) 2019: findings: normal uterus with normal ovaries, normal tubes with normally inserted essures in the proximal portion of the tube. Multiple small intestine adherences to the peritoneum anterior wall. Mammogram - in (B)(6) 2019: normal. Pathology test - on (B)(6) 2019: uterine tubes, one of them dilated and with slight fibrosis. The remaining tube does not show relevant histological lesions. Physical examination - on an unknown date: normal vulva and vagina, well epithelised cervix, normal uterus, normal appendages; patient feels discomfort during the examination of the left annex exploration; on (B)(6) 2019: normal vulva and vagina, well epithelialized neck, normal uterus, normal adnexa, discomfort on left adnexal exploration. Ultrasound abdomen - in (B)(6) 2007: appendix located laterocecal and whose tip is directed cranially by the right parietocolic gutter. Significant inflammatory involvement of the periappendicular free liquid fat. It has a maximum diameter of 9 mm. Cecum and terminal portion of ileum presents a parietal thickening. Ultrasound breast - in (B)(6) 2019: normal. Ultrasound scan vagina - on an unknown date: uterus in anteversoflexion position. Size: 62x28x41 mm essure devices are found in the tubes with an essure fragment in the uterine cavity; the space between essures is less than 1 cm in cavity. Normal right ovary, normal left ovary; there is not free fluid; on (B)(6) 2006: the devices were found to be normoinserted; on (B)(6) 2018: the presence of myomatous nodules; on (B)(6) 2018: normo-inserted devices are seen on ultrasound; on (B)(6) 2019: the essures are seen in the tubes with part of the essure in the uterine cavity, a space between essures less than 1cm in the cavity. Normal ovaries. No free liquid. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on (B)(6) 2021: the follow information were updated other health professional's reporter, medical history, lab data, product indication, start date updated from 2006 to (B)(6) 2006, hiatus hernia repair, acute peritonitis, appendicitis perforated, iliac fossa pain, dysthermia, abdominal pain, uterine myomatosis, appendectomy (date not specified) on medical history was transferred to adverse event "appendicitis perforated" (data specified). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('organ perforation'), device breakage ('essure fragment in the uterine cavity /fragments of the right essure device is observed'), hernia hiatus repair ('corrective surgery for hiatus hernia'), appendicitis perforated ('acute perforated gangrenous appendicitis associated with acute peritonitis / appendicits'), gastrooesophageal reflux disease ('gastroesophageal reflux') and multiple episodes of abdominal pain ('abdominal pain', 'right abdominal pain') in a 37-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included acute gastritis in 2004, gravida I, parity 1, tonsillectomy and peripheral nerve compression (cubital nerve). On (B)(6) 2006, the patient had essure (ess205) inserted. On (B)(6) 2007, the patient experienced the first episode of abdominal pain ("right abdominal pain") and temperature regulation disorder ("sensation of dysthermia"). In (B)(6) 2007, the patient experienced appendicitis perforated (seriousness criterion medically significant) and peritonitis ("acute perforated gangrenous appendicitis associated with acute peritonitis"). On (B)(6)2018, the patient was found to have uterine leiomyoma ("myomatous nodules"). In (B)(6) 2018, the patient experienced gastrooesophageal reflux disease (seriousness criterion medically significant). In (B)(6) 2018, the patient underwent hernia hiatus repair (seriousness criterion medically significant). On (B)(6) 2019, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced the second episode of abdominal pain (seriousness criteria medically significant and intervention required), device breakage (seriousness criterion medically significant), complication of device removal ("she has remains of the device in her uterus / right salpingectomy to dissect the tube in the uterine intramural portion,extracting the device incompletely"), swelling ("swelling"), pelvic pain ("pelvic pain"), headache ("severe headaches"), fatigue ("constant tiredness"), loss of libido ("sexual inappetence"), pain ("physical pain"), psychological trauma ("psychological damages"), musculoskeletal discomfort ("discomfort in left lumbar area"), abdominal adhesions ("intestinal adhesions"), premature menopause ("menopause at the age of 42 years-old"), dyspepsia ("stomach pain due to reactions to food,"), hypersensitivity ("allergic reactions"), pelvic infection ("pelvic infections"), myalgia ("muscle pain"), somnolence ("drowsiness") and dyspareunia ("severe pain during sexual intercourse") and experienced back pain ("low back pain / left lumbar pain"), the first episode of abdominal pain lower ("discomfort in the left iliac fossa") and the second episode of abdominal pain lower ("discomfort in the left iliac fossa"), lasting 4 years. The patient was treated with surgery (bilateral salpingectomy via laparoscopy with removal of essures and laparotomic appendectomy in 2007). Essure (ess205) was removed on (B)(6) 2019. On (B)(6) 2019, the device breakage and complication of device removal had resolved. At the time of the report, the fallopian tube perforation and abdominal adhesions had resolved, the last episode of abdominal pain, swelling, pelvic pain, headache, back pain, fatigue, loss of libido, pain, psychological trauma, musculoskeletal discomfort, premature menopause and the last episode of abdominal pain lower had not resolved and the hernia hiatus repair, appendicitis perforated, gastrooesophageal reflux disease, peritonitis, temperature regulation disorder, uterine leiomyoma, dyspepsia, hypersensitivity, pelvic infection, myalgia, somnolence and dyspareunia outcome was unknown. The reporter considered abdominal adhesions, appendicitis perforated, back pain, complication of device removal, device breakage, dyspareunia, dyspepsia, fallopian tube perforation, fatigue, gastrooesophageal reflux disease, headache, hernia hiatus repair, hypersensitivity, loss of libido, musculoskeletal discomfort, myalgia, pain, pelvic infection, pelvic pain, peritonitis, premature menopause, psychological trauma, somnolence, swelling, temperature regulation disorder, uterine leiomyoma, the first episode of abdominal pain, the first episode of abdominal pain lower, the second episode of abdominal pain and the second episode of abdominal pain lower to be related to essure (ess205). The reporter commented: on (B)(6) 2005 she went to physician appointment to perform anamnesis and explain about essure device, it was noted that she has no known allergies (including metals). Essure insertion was performed on (B)(6) 2006 without incidents. Surgical procedure on (B)(6) 2019 bilateral salpingectomy via laparoscopy with removal of essures. Release of multiple small-loop adhesions in the anterior wall with bipolar and scissor left salpingectomy to dissect a tube in the uterine intramural portion, removing the device. Completely, right salpingectomy to dissect the tube in the uterine intramural portion, extracting the device incompletely. A distal essure fragment is subsequently extracted without incidents, haemostasia and cavity flush closure with trocar suture. On (B)(6) 2019, she has a check-up consultation after the surgery and it is reported that the patient feels that her symptoms have ameliorated. Diagnostic results (normal ranges are provided in parenthesis if available): abdominal x-ray - on (B)(6) 2019: the presence of fragments of the right essure device is observed. Allergy test - on (B)(6) 2019: patch skin testing are negative to all the elements in contact on the following readings (48 and 96 hours), so that metal sensitization is ruled out. Cytology - in 2019: no malignant cells found. Hysterosalpingogram - on (B)(6) 2006: good passage of contrast to both tubes which are permeable; on (B)(6) 2006: intratubal devices with apparent good situation, without visualization of contrast passage to the tubes, therefore, it is considered that the ¿bilateral tubal obstruction¿ was achieved. Laparoscopy - on (B)(6) 2019: findings: normal uterus with normal ovaries, normal tubes with normally inserted essures in the proximal portion of the tube. Multiple small intestine adherences to the peritoneum anterior wall. Mammogram - in (B)(6) 2019: normal. Pathology test - on (B)(6) 2019: uterine tubes, one of them dilated and with slight fibrosis. The remaining tube does not show relevant histological lesions. Physical examination - on an unknown date: normal vulva and vagina, well epithelised cervix, normal uterus, normal appendages; patient feels discomfort during the examination of the left annex exploration; on (B)(6) 2019: normal vulva and vagina, well epithelialized neck, normal uterus, normal adnexa, discomfort on left adnexal exploration. Ultrasound abdomen - in (B)(6) 2007: appendix located laterocecal and whose tip is directed cranially by the right parietocolic gutter. Significant inflammatory involvement of the periappendicular free liquid fat. It has a maximum diameter of 9 mm. Cecum and terminal portion of ileum presents a parietal thickening. Ultrasound breast - in (B)(6) 2019: normal. Ultrasound scan vagina - on an unknown date: uterus in anteversoflexion position. Size: 62x28x41 mm essure devices are found in the tubes with an essure fragment in the uterine cavity; the space between essures is less than 1 cm in cavity. Normal right ovary, normal left ovary; there is not free fluid; on (B)(6) 2006: the devices were found to be normoinserted; on (B)(6) 2018: the presence of myomatous nodules; on (B)(6) 2018: no pathological findings and in the ultrasound the devices appear normally inserted; on (B)(6) 2019: the essures are seen in the tubes with part of the essure in the uterine cavity, a space between essures less than 1cm in the cavity. Normal ovaries. No free liquid. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 11-nov-2021: the follow information were included other health care professional's reporter, lab data, events: allergic reaction nos, epigastric food-related pain, pelvic infection, muscle pain, drowsiness, painful intercourse. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('organ perforation'), abdominal pain ('abdominal pain'), device breakage ('essure fragment in the uterine cavity') and gastrooesophageal reflux disease ('gastroesophageal reflux') in a female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida I, parity 1, tonsillectomy, appendectomy and peripheral nerve compression (cubital nerve). In 2006, the patient had essure (ess205) inserted. In (B)(6) 2018, the patient experienced gastrooesophageal reflux disease (seriousness criterion medically significant). On (B)(6) 2019, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), complication of device removal ("she has remains of the device in her uterus / right salpingectomy to dissect the tube in the uterine intramural portion,extracting the device incompletely"), swelling ("swelling"), pelvic pain ("pelvic pain"), headache ("severe headaches"), back pain ("low back pain"), fatigue ("constant tiredness"), loss of libido ("sexual inappetence"), pain ("physical pain"), psychological trauma ("psychological damages"), abdominal pain lower ("discomfort in the left iliac fossa"), musculoskeletal discomfort ("discomfort in left lumbar area"), abdominal adhesions ("intestinal adhesions") and premature menopause ("menopause at the age of 42"). The patient was treated with surgery (bilateral salpingectomy via laparoscopy with removal of essures). Essure (ess205) was removed on (B)(6) 2019. On (B)(6) 2019, the device breakage and complication of device removal had resolved. At the time of the report, the fallopian tube perforation and abdominal adhesions had resolved, the abdominal pain, swelling, pelvic pain, headache, back pain, fatigue, loss of libido, pain, psychological trauma, abdominal pain lower, musculoskeletal discomfort and premature menopause had not resolved and the gastrooesophageal reflux disease outcome was unknown. The reporter considered abdominal adhesions, abdominal pain, abdominal pain lower, back pain, complication of device removal, device breakage, fallopian tube perforation, fatigue, gastrooesophageal reflux disease, headache, loss of libido, musculoskeletal discomfort, pain, pelvic pain, premature menopause, psychological trauma and swelling to be related to essure (ess205). The reporter commented: surgical procedure: bilateral salpingectomy via laparoscopy with removal of essures. Release of multiple small-loop adhesions in the anterior wall with bipolar and scissor left salpingectomy to dissect a tube in the uterine intramural portion, removing the device. Completely. Right salpingectomy to dissect the tube in the uterine intramural portion, extracting the device incompletely. A distal essure fragment is subsequently extracted without incidents. Haemostasia and cavity flush closure with trocar suture. Diagnostic results (normal ranges are provided in parenthesis if available): cytology - in 2019: no malignant cells found. Laparoscopy on (B)(6) 2019: findings: normal uterus with normal ovaries, normal tubes with normally inserted essures in the proximal portion of the tube. Multiple small intestine adherences to the peritoneum anterior wall. Mammogram in (B)(6) 2019: normal. Physical examination on an unknown date: normal vulva and vagina, well epithelised cervix, normal uterus, normal appendages; patient feels discomfort during the examination of the left annex. Ultrasound breast in (B)(6) 2019: normal. Ultrasound scan vagina on an unknown date: uterus in anteversoflexion position. Size: 62x28x41 mm essure devices are found in the tubes with an essure fragment in the uterine cavity; the space between essures is less than 1 cm in cavity. Normal right ovary, normal left ovary; there is not free fluid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-aug-2020: quality safety evaluation of ptc. Following company internal coding review, the reported event menopause at the age of 42 was recoded to early menopause. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.